Event description:
The customer reported that the system failed to remain powered up resulting in an intermittent loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.